Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported that they are having issues with their implants. "Sometimes they burn and hurt", "the right one feels like it's popped". They complained of feeling exhausted all the time, with "no energy" and are experiencing headaches. Right side. Device remains implanted.

Event description:
Patient reported for right side record, it "feels like it popped," "sometimes they burn and hurt," an ultrasound showed "snowstorm in my lymph nodes," and "I feel traumatized by all of this and very sad." Patient additionally reported non-device related events as follows: ¿feeling exhausted all the time,¿ ¿headaches,¿ "no energy,¿ ¿inflammation throughout my body," "fatigued," "night sweats, constant sore throat, memory issues, [and] swollen hands." The device has been explanted.

Event description:
They complained of feeling exhausted all the time, with "no energy" and are experiencing headaches - these events are not device related.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.6a, h.6.

Event description:
Patient reported "rupture and snowstorm in my lymph nodes". Additionally, patient reported "extremely worrying, and I am not sure I want anything putting back in me. I feel traumatized by all of this and very sad".